Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately 3 years ago. Aneurysm and vessel morphology at the time of implant were not reported. The patient has experienced aneurysm growth, identified at a recent follow-up. The patient was converted to an open repair with explantation of the valiant stent grafts. No additional clinical sequelae were reported, and the patient is fine. (B)(4).